Event description:
The customer used the suspect device to check their blood glucose and obtained a result of 135 mg/dl. Customer doses their normal amount of insulin -34 units. Customer went to eat and passed out. Their family member checked their glucose on the device and it read 171 mg/dl. Emts were called and they checked their glucose on their equipment and the level was 40 mg/dl. Customer was taken to the hosp and treated with a glucose IV. Controls were not used on the system. The device was replaced and requested to be returned for eval.